Event description:
The facility reported an infuso.r. Pump with "switchboard is not working correctly". This event occurred during programming/setup. It is unknown where this condition occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an infuso.r. Pump where the "switchboard is not working correctly" was confirmed. The cause was due to defective/inoperative switch printed circuit board (pcb) assembly. Service replaced switch pcb to resolve the reported problem.